Manufacturer narrative:
The following products were used in the surgery: (product ID: 9391322, lot#: um13f031, UDI#: (B)(4), 510k: k100976) and (product ID: 9401304, lot#ca12l048, UDI#: (B)(4), 510k: k100976). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with burst fracture at l1 and underwent anterior lumbar fixation. During the surgery, the cage was tapped by a plastic hammer and inserted into l1 vertebral body,the cage was already lengthened and it seemed that the th12 lower endplate was fractured about 5mm. It was considered that the products worked properly and they were installed with no malfunction. Patient complications were found to be unknown.